Event description:
It was reported that stimulation was intermittent. It was noted that the patient seemed to have noticed that in the last 3 weeks. It was noted that 1.5 weeks that patient was feeling like the stimulation was ¿ramping up¿ and was intermittent. It was noted that the patient stated that the issue was not positional. It was noted that the patient was charging more than expected. Per the physician programmer, it was noted that the typical coupling was 8 boxes, the typical duration was 1.5 and the typical interval was 0.2. It was noted that the patient last charged the (B)(6). It was noted that in the last three weeks since the onset of the ¿ramp up¿ the patient had been turning up the voltage. It was noted that when an impedance measurement was performed at 1.5 volts there was an impedance issue on the 8 through 15 lead. It was noted that impedance was greater than 20,000 ohms on 9, 10, 13, and 14. It was noted that the patient had five groups and 12, 13, 14 electrodes were in group b for the left leg.

Manufacturer narrative:
Continuation: product ID 37754, serial# (B)(4): product type recharger; product ID 37746, serial# (B)(4): product type programmer; patient product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012: product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012: product type lead. (B)(4).